Event description:
During an arm fistulogram and angioplasty of in-stent restenosis, the evercross balloon was inflated to 11 atm inside the stent and it burst. When the physician tried to remove the balloon, it became hung up on the sheath. The catheter was removed and the distal portion of the balloon shaft and distal half of balloon material were still in the patient. The physician took the patient to the or and retrieved all pieces of the balloon. The patient was stable post procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.